Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Medical records were provided and reviewed by a health care professional. It was reported that the patient healed well and at the 5 year post op review, the patient reported no pain and no issues. With the available information, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations. Device is used for treatment. Medical records were provided and reviewed by a health care professional. Partial right hip revision due to unequal limb length, contributing factors of event: undersized stem. With the available information, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that the patient underwent a right total hip arthroplasty performed about 5 years ago. The patient was revised 9 months later due to an undersized stem implanted.

Manufacturer narrative:
(B)(4). Concomitant medical product(s) - acetabular cup, item# 110017108, lot# 3972309; acetabular liner, item# 010000860, lot# 6109006; head adapter, item# 6501066, lot#2920994; femoral stem item# 51101170, lot# 3661564. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Not confirmed.